Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a bad accident where she had fallen and her butt and her previous device broke. The ins was replaced with the system that is currently implanted in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.